Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger is unable to locate his scs ipg. The patient's spouse stated the patient has not recharged his scs ipg in several months, and the patient is no longer receiving any stimulation therapy. A sjm representative met with the patient and confirmed the patient's scs ipg battery has depleted and the ipg is non-functional. Surgical intervention is planned for a later date to address the issue.